Manufacturer narrative:
The customer reported that their central nurse's station (cns) is glitching and performing slower then usual. No harm or injury was reported. They will be sending this unit in for an evaluation.

Event description:
The customer reported that their central nurse's station (cns) is glitching and performing slower then usual. No harm or injury was reported. They will be sending this unit in for an evaluation.